Manufacturer narrative:
Final device analysis of the lead revealed the following: the distal end of the lead was bent. There were no other anomalies noted; continuity was acceptable.

Event description:
It was reported that contact "0" appeared out of alignment with other contacts. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.